Manufacturer narrative:
The device was not returned to olympus for evaluation. As part of our investigation, olympus followed-up with the user facility to obtain additional information regarding the reported event. On may 9, 2019, the user facility further reported that the doctor was performing a seal and cut when probe damage error occurred. The device was removed from the patient and the blade (probe) at the distal tip of the device broke off. The device and connections to the generator was inspected prior to use and no abnormalities were found. The exact cause of the reported event could not be confirmed. However, if the device is returned at a later date, this report will be supplemented accordingly. As a preventive measure, the following details are found in the instruction manual. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the blade (probe) broke while inside the patient cavity but did not break off. The device was removed from the patient and second like device was used to complete the intended procedure. There was patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to clarify section b5 that there was no patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the OEM. The OEM conducted a review of the device history record (DHR) for the concerned lot; no anomaly with the event-related items. A review of the physical investigation results and DHR could not determined the exact cause of the reported "probe broke". However, similar reported "probe broke" investigations, indicated the potential cause can be attributed to the following: 1. ¿seal & cut¿ output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad came in contact with the probe. As a result, the pad can become worn away. 2. The tissue pad was worn away, causing the non-insulated are of the grasping section to touch the metallic probe. 3. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error occurred. 5. The probe broke when added load was applied. Based on this review, the cause of the reported phenomenon is not directly linked to any apparent manufacturing issues, but multiple factors affecting device - operational technique or environmental factors. The following warning statements are noted in the IFU: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. - during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device, lot# 8xk 11, was returned to the manufacturer for evaluation. The reported ¿thunderbeat blade broke" was confirmed as the probe unit at the distal end was broken off, and the broken piece was not returned with the device. The missing fragment measured 16mm in length. The remaining portion of the probe appeared to be bent slightly on one side, and measured about 3mm in length. In addition, there was some tissue build up at the distal end jaw. The ptfe pad (teflon pad) slightly worn, but not missing and no metal was exposed. Also, there are scrape marks on the wiper gold insulation. The device was then attached to test usg-400/esg-400 generators and found both switches working. However, when the coag switch was activated, the generator displayed ¿u509: ultrasonic level error¿ due to the broken probe. The consistency of movement of the handle and jaw is normal and the rotation of the knob torque is normal and smooth.